Manufacturer narrative:
Of the two malfunctions, one lot number was provided, and a lot history review will be performed. For the two reported information, the samples were not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported malfunctions is inconclusive. Based upon the available information, the definitive root cause for the malfunctions is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 1706060. Port & catheter allegedly experienced a break. This report was received from various sources. These malfunctions did involve patient with no reported patient injury. Both patients are female, one patient is (B)(6) years of age and is (B)(6) kgs, the other patient's age and weight were not provided.